Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the tubing exhibited a leak during an occlusion test. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Received one sample for evaluation. Visual and functional inspection was unable to confirm the reported problem. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No problems found and could not duplicate.